Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers anomaly noted. The insulin pump passed the displacement test, operating currents, self test and off no power test. No weak battery alarm. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 118 mg/dl. Customer tried programming a bolus and the numbers kept ramping. Customer was able to press the down arrow button to get the numbers to stop ramping. Customer mentioned that he removed the battery and reinserted the same battery. Customer received a weak battery alarm due to the pump recognizing it was not at full strength. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.